Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object on the tip cover. There was no patient involvement.

Manufacturer narrative:
The device evaluation found a foreign object on the tip cover. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions for gif-1200n, operation manual, chapter 3 ¿preparation, and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.